Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging obtaining an error 2 message on their onetouch ultramini meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014 at 8:45am. The patient does not currently take any medication for their diabetes. The patient reported developing symptoms of ¿warm and sweaty¿ approximately 10 minutes after the alleged product issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr determined that the patient was using an incorrect testing technique by applying blood to the strip before inserting it into the meter. The patient was educated on the correct procedure and the issue was resolved. This complaint is being reported because the patient developed serious symptoms of ¿warm and sweaty¿ after the alleged product issue began.